Event description:
The customer's mother reported that the customer had elevated blood glucose readings as high as 362 mg/dl along with having moderate ketones present. When the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyper glycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 ml/dl, follow the treatment advice of your healthcare provider."